Event description:
It was alleged that during use on a pt a freeflow occurred. It was noted that the pt experienced respiratory distress due to muscle relaxtion with propofol. The pt was intubated. No other pt details were reported.